Event description:
It was reported during a procedure on (B)(6) 2023 the machine displayed a grounding pad contact warning message. The pad was moved several times and three more pads were opened to no avail. Decision was made to abandon the procedure.

Manufacturer narrative:
The reported issue was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as no abnormalities, in addition to the error message indicated, were reproduced. The returned product operated as anticipated during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).